Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the returned lead segment was performed. The proximal segment was returned severed approximately 67mm from the terminal end. Inspection of the lead segment found no anomalies other than surgery-related damage.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited high pace impedance measurements greater than 3,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The implant procedure was successfully completed and measurements were within normal limits at 1,783 ohms. The lead remains in service. No adverse patient effects were reported. Additional information received reported that this left ventricular (lv) lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited high pace impedance measurements greater than 3,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The implant procedure was successfully completed and measurements were within normal limits at 1,783 ohms. The lead remains in service. No adverse patient effects were reported.